Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, on preparation, the needle disengaged from the thread during preparation, making it unusable. Another new suture was used without an issue. There was no patient involved.